Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that an overprime leak out of the patient line occured. There was patient involvement but no patient injury or medical intervention was reported along with this complaint

Manufacturer narrative:
(B)(4). This complaint for overprime-leak out of patient line was not confirmed and the cause was not identified. The disposable set was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.